Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy, and their pain has returned. Upon further investigation, system diagnostics recorded high impedances on all contacts of the s1 right lead. Surgical intervention may take place at a future date to address the issue.